Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to lens dislocation. Additional information was requested, but has not been received.

Manufacturer narrative:
Multiple attempts were made to obtain additional information, but were unsuccessful. The lens was not available for evaluation; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviation found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Manufacturer narrative:
Additional information received indicated that the likely cause of the event was ¿patient anatomy.¿ therefore, this event has been re-assessed as serious but unrelated to the device. Accordingly, this event is no longer considered to be a reportable event from bausch + lomb.

Event description:
The lens was explanted from the left eye due to lens subluxation. A same model lens but different diopter (22.0) was exchanged. In the physician¿s opinion, the likely cause of event was ¿patient anatomy¿. Current patient prognosis described as ¿prognosis is good, no additional treatment need at this time.¿